Manufacturer narrative:
The device is a bone void filler while completely resorbing within a few weeks, and therefore is unavailable for analysis. A re-test of the lot, where the ph-value was outside of the acceptable range for a given release specification for the release specification in question is currently underway using reserve samples. According to the quality control review and shelf life testing, the device met the specification for sterility at baseline and after two years of shelf life. The device was aseptically processed (sterility assurance level of 10-3) after a validated process to eliminate potential viable microbes. Inner surfaces of the pouch (double sterile barrier) are terminally sterilized according to a validated plasma sterilization process to eliminate potential viable microbes. In the IFU as possible adverse, it is stated "infection of the soft tissue and/or bone (osteomyelitis)". From a clinical point of view, the adverse event (ae) was at the point of occurrence not seen as a serious ae in relation to device and also wasn't seen as reportable, because the occurred ae are common complications in bone surgery. Investigation is not completed. The analysis of the post-market-study is ongoing. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purpose. Product problem: a result of this review was that one of the lots used in the study was documented as being outside of the acceptable range for a given release specification (ph-value). The release of the lot was allowed based on the determination of the 'out of specification' value being due to testing error. A re-test of this lot for the release specification in question is currently underway. Add'l lots were used: lot #1103-11a, expiration date: 2/28/2007, MFR date: 3/2004; lot #1204-11-2, expiration date: 4/30/2007, MFR date: 05/2004.

Event description:
At the conclusion of the enrollment of the study, deblinding and analysis of the study results were performed and the aes were again assessed. Adverse event.surgery: 2005. Adverse event assumed: ten days later. Ae: since event day, signs of local infection, after drainage of seroma in the wound region; necrotic soft tissue in the wound area with pus. Actions: revision surgery and wound debridement the following month, was needed. Post-op, two different staphylococcus species can be detected in a bacteriological culture (positive bacteriological culture). Further wound debridement one week later, four days later, three days later, and four days later was needed. A gastrocnemius flap was needed two dayds later. The following year, alteration at the site of gastrocnemius harvest. More than one month later, a wound debridement was needed. For further details to the adverse event and to product problem; further adverse event description: two months later, remaining 1x1cm alteration of the harvesting site with bacterial superinfection. Fifteen days later, re-hospitalization was needed because of deep ulceration at the harvesting site. Outcome of the pt: recovered with damage (gastrocnemius flap; permanent diminished strength).